Event description:
Nurse was priming the flotrac tubing for patient use. The tubing was found to be severed at the entrance site to the blood reservoir and was noted during the priming of the tubing. The tubing was never attached to the patient.======================manufacturer response for flotrac 60inches/152cm, flotrac (per site reporter).======================yes, we plan to send to the manufacturer for a quality inspection. The ICU nurse contacted the rep.what was the original intended procedure?monitoring.